Event description:
It was reported that the user placed the ilet on a wireless charging pad and observed the battery level decrease rather than increase, which was addressed through troubleshooting and education that resulted in successful charging. Investigation of this case revealed a charging problem associated with the battery charger and identified a power source problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.